Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. (B)(4). The customer was sent a battery to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported by the international customer that the ventilator had a battery fault. No patient involvement. The event date was not specified; estimate used.